Event description:
In 2008 - reporter alleged that this bed has an unintentional movement on the head up, with a patient in the bed, he alleged that there was no injury from this alleged movement, he has had the bed in his shop, and cannot duplicate the problem. At about seven days later - sum - account could not duplicate the problem, bed has been put back in service.